Manufacturer narrative:
The insulin pump had intermittent escape or act button response due to flattened dome switches. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot, cracked reservoir tube, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated the act button was not responding. The customer explained that he was not able to navigate screens in order to perform an infusion set change. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.